Manufacturer narrative:
The valve was returned for evaluation. One strut was observed slightly bent outward at the outflow side. Additionally, one strut was slightly bent outward at the inflow side. All the struts were exposed through the skirt, which is normal after being crimped and used. The valve was expanded and one strut remained slightly bent outward at the inflow side, the other bent strut was now corrected. The valve frame was slightly distorted/canted. The leaflets were wrinkled and dehydrated due to the storage condition during the return handling process. All struts remained exposed through the skirt, normal after crimping and use. No functional or dimensional testing was able to be performed due to device return condition. Imagery was provided by the complaint site and the patient's access vessel was noted to have minor calcification. The crimped valve was noted exposed through the sheath liner. Multiple struts appeared slightly bent on the inflow and outflow side. All struts were exposed through the skirt, normal after crimped and used. A DHR review was performed and did not reveal any manufacturing related issues that would have contributed to the complaint. A review of lot history revealed no other similar complaints. Although the event was confirmed, a complaint history review is not required as the issue has been previously identified in a pra, which captures root cause analysis for the issue. The IFU and training manuals were reviewed for guidance and instruction on device preparation and usage involving the sheath. During delivery system insertion through sheath, correctly orient the delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length. Longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher that the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The event was confirmed. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing nonconformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, "during advancement of the 26mm sapien3 ultra valve (B)(6) through the esheath (ln 63310797) resistance was noted, and the physician was unable to get the valve to exit. Under fluoro it was observed that the valve had split the liner of the esheath and could not be advanced further. Attempts were made to retract the valve into the sheath to allow removal of the valve, delivery system, and sheath as a single unit. The physician was not able to pull the valve back into the sheath completely and a vascular surgeon was called. The decision was made to forcibly remove the system and sheath and then deal with whatever vascular damage had occurred in the femoral artery" and "when the valve was removed from the patient it was noted that one of the valve's struts at the inflow side appeared to be bent". Per imagery review and noted, the patient access vessels had minor calcification. The presence of calcification can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". It is possible that difficulty was encountered during delivery system advancement and retrieval, so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts catch and tear through the sheath shaft and resulted in the bent strut damage at the inflow. And the bent strut damage at the outflow was likely occurred during the delivery system and valve retrieval back into the sheath. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The reported event is an anticipated risk of the transcatheter heart valve procedure. A review of the risk management documentation (doc-0117362 rev. P) for difficult or unable to navigate catheter through anatomy was performed. Potential hazard/harms severity classification is 3 and includes: additional intervention. A CAPA has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. The CAPA is currently on implementation phase. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required, however, per management discretion, a pra has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risk management worksheet documents the potential for difficulty to navigate catheter through anatomy, resulting in additional percutaneous intervention, which did occur during this event.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, during the tf tavr case, during advancement of the 26mm sapien3 ultra valve through the esheath resistance was noted and the physician was unable to get the valve to exit. Under fluoro it was observed that the valve had split the liner of the esheath and could not be advanced further. Attempts were made to retract the valve into the sheath to allow removal of the valve, delivery system, and sheath as a single unit. The decision was made to forcibly remove the system and sheath and then deal with whatever vascular damage had occurred in the femoral artery. The patient¿s pressure dropped significantly, and a coda balloon was delivered and deployed in the aorta just above the bifurcation. The patient received 4 units of blood to stabilize the patient¿s pressure. After removal, it was evident that a large rupture of the vessel had taken place with extravasation into the pelvic area. 3 viabhan covered stents were deployed into the external iliac on the right side to repair the damage. A 16f sheath was inserted thru the stented iliac and another 26mm valve and delivery system were prepped. The second system delivered without issue and the valve was deployed with the patient remaining stable after the iliac stents were placed. Patient left the lab in stable condition. When the valve was removed from the patient it was noted that one of the valve¿s struts at the inflow side appeared to be bent. The valve, delivery system, and sheath will all be returned for evaluation. Of note, a second 14f sheath was opened but wasted because the team decided to go with a 16f esheath. The patient¿s vessels were between 9-9.5mm in size, not very tortuous, and with little/no calcification.